Event description:
It was reported that while accessing and flushing the PICC prior to commencing chemotherapy PICC was noted to be leaking at insertion site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2724 showed three other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed between the molded joint and the 6cm depth marking. A permanent kink impression was observed between the 4cm and 5cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the site of the kink impression. The sample kinked preferentially at the leak site during manual manipulation. Microscopic inspection of the leak site revealed a longitudinally aligned split at one corner of the kink impression. The split exhibited granular fracture surfaces. Material buckling and discoloration were observed in the vicinity of the split. The split features and permanent kink impression were consistent with material failure due to kinking of the catheter shaft. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that while accessing and flushing the PICC prior to commencing chemotherapy PICC was noted to be leaking at insertion site. Additional information received: secureacath securement device was used.